Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their front left tooth chipped while wearing the aligners. Requested patient to see dentist to evaluate the chipped tooth. Requested additional information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.